Event description:
Wire uncoiled upon removal. A piece did break off in the pt and has not been retrieved. The radiologist is not concerned with the piece left in the pt, says that it is in the soft tissue.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of rewk0239 showed no other similar product complaint(s) from this lot number.